Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a waveform reading in which intermittent dampening cannot be ruled out. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.